Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from a non-vitros biorad immunoassay plus quality control (qc) fluid, lot 40430 when tested using vitros immunodiagnostic products tsh reagent on a vitros xt 7600 integrated system. An assignable cause of the event was not determined. Pre-analytical sample handling could not be ruled out as a contributing factor, as it was not possible to determine the stability of the qc vial used. Therefore, improper pre-analytical sample handling could be a contributor to this event. There were two instruments affected and instrument performance is not a likely contributor to the events. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros tsh results were obtained from a non-vitros biorad immunoassay plus quality control (qc) fluid, lot 40430 when tested using vitros immunodiagnostic products tsh reagent on a vitros xt 7600 integrated system. Biorad level 1 qc results on instrument j2: 0.250, 0.249, 0.250, 0.245, 0.249, 0.249 and 250 miu/l vs. The expected result of 0.0367 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros tsh results were from non-patient fluid. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number six of seven MDR¿s for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 602978.